Event description:
Upon inserting vessel sealer, it was visible that a wire was sticking out of the instrument. Md immediately removed it from the abdomen of the patient. New instrument obtained and used without issue. FDA safety report ID # (B)(4).